Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was reported that the pacing impedance of the right ventricular (rv) lead had increased to an out of range value and there were four inappropriate shock therapies delivered to the patient that didn't result in any adverse patient consequences. There was also some alleged partial lead damage. The rv lead was explanted and replaced to resolve the event and the patient was stable.